Manufacturer narrative:
The data showed that the device ran zero pulses and was in pod state 1, which indicates the pod was not activated. Low voltage was found across the bottom and middle batteries. The shelf mode current was measured high and out of spec indicating electrical component failures. Visual inspection of the pcb did not find any damages or deficiencies. The device deployed with no issue upon manual rotation of the ratchet gear. A puncture was found through the bottom housing air vent and corresponding damage was found on the reservoir behind the air vent indicating all the damage was post use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The pod was worn on the arm for less than an hour. No adverse patient impact was reported.